Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per service bulletin, replaced worn finger on complete pressure adjuster with tip replacement kit to correct issue. Also replaced crack safety cover. Per service bulletin, performed fms solo system rework for fms connect interface cable. The unit passed all diagnostic tests, functional tests, and is fully operational. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the fill chamber was overfilling. The procedure was completed with the same pump. No patient consequence. Device will be returned and replaced. Additional information received by mitek complaints on 07/20/2015 by phone: the customer confirmed overfill from saline bag and no delays.